Event description:
It was reported that during a minimally invasive procedure, the tap was observed as having a chip missing from tip. The tap was immediately removed from the surgical field and surgery was completed without further incident. No metallic foreign bodies were observed by the surgeon with use of intraoperative fluoroscopy. Although the device was used intraoperatively, no patient injury was reported.

Manufacturer narrative:
(B)(4). A review of all documents included in the device history record (DHR) did not identify any applicable non-conformances to specification or deviations in procedure which might contribute to the reported event. A query of the entire complaint history of this part was conducted on (B)(4) 2011, which did not contribute any additional information to this investigation. No further action is required at this time - this investigation is considered closed. Visual and optical examination of instrument confirms the tip of the tap is cracked, splayed and broken along the centerline of the shaft with an approx 3 mm length broken off and missing. Tip splay or trumpeting effect indicative of off-axis use of the tapping instrument with respect to guidewire.